Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] concentration loss [concentration loss] memory loss [memory loss] severe joint pain [joint pain] I couldn't walk anymore because of joint pain [unable to walk] we were poisoned [metal poisoning] case narrative: this 50-year-old female patient was identified during an active online listening program. The patient had essure inserted. The case describes the occurrence of medical device removal ("medical device removal"), disturbance in attention ("concentration loss"), amnesia ("memory loss"), arthralgia ("severe joint pain"), gait inability ("I couldn't walk anymore because of joint pain") and metal poisoning ("we were poisoned"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In 2016 she experienced disturbance in attention (seriousness criterion hospitalisation), amnesia (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), gait inability (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the disturbance in attention, amnesia, arthralgia, gait inability and metal poisoning had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered amnesia, arthralgia, disturbance in attention, gait inability, medical device removal and metal poisoning to be related to essure administration. The reporter commented: in 2016, when her gynecologist spoke to about this contraceptive device, she didn't hesitate: "it was something very practical and effective, ten minutes and hey presto your tubes are tied up." The perfect compromise for this shopkeeper, who didn't even need to take time off work. Except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. She was the first to do this in (B)(6) 2023. And she felt the effects right after the operation. "I felt the difference right away, it's the first night in a long time that I slept well." Her memory lapses have also faded without disappearing completely. It is a relief for her except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. "I couldn't walk anymore. If I walked for ten minutes I had to stay in bed for a week," says the fifty-year-old. It was her best friend who made the connection with the implants, which she had also. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review the previously reported follow up receipt date was corrected from 31-oct-2024 to 30-oct-2024 . No new follow-up information was received from the reporter. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] . Concentration loss [concentration loss] . Memory loss [memory loss] . Severe joint pain [joint pain] . I couldn't walk anymore because of joint pain [unable to walk] . We were poisoned [metal poisoning] . Case narrative: this 50-year-old female patient was identified during an active online listening program. The patient had essure inserted. The case describes the occurrence of medical device removal ("medical device removal"), disturbance in attention ("concentration loss"), amnesia ("memory loss"), arthralgia ("severe joint pain"), gait inability ("I couldn't walk anymore because of joint pain") and metal poisoning ("we were poisoned"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In 2016 she experienced disturbance in attention (seriousness criterion hospitalisation), amnesia (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), gait inability (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the disturbance in attention, amnesia, arthralgia, gait inability and metal poisoning had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered amnesia, arthralgia, disturbance in attention, gait inability, medical device removal and metal poisoning to be related to essure administration. The reporter commented: in 2016, when her gynecologist spoke to about this contraceptive device, she didn't hesitate: "it was something very practical and effective, ten minutes and hey presto your tubes are tied up." The perfect compromise for this shopkeeper, who didn't even need to take time off work. Except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. She was the first to do this in (B)(6) 2023. And she felt the effects right after the operation. "I felt the difference right away, it's the first night in a long time that I slept well." Her memory lapses have also faded without disappearing completely. It is a relief for her except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. "I couldn't walk anymore. If I walked for ten minutes I had to stay in bed for a week," says the fifty-year-old. It was her best friend who made the connection with the implants, which she had also. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: upon internal verification it was found that argus case (B)(4) are duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references are transferred to retention case. Case type changed to study. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] , concentration loss [concentration loss] , memory loss [memory loss], severe joint pain [joint pain] , I couldn't walk anymore because of joint pain [unable to walk], we were poisoned [metal poisoning] . Case narrative: this 50-year-old female patient was identified during an active online listening program. The patient had essure inserted. The case describes the occurrence of medical device removal ("medical device removal"), disturbance in attention ("concentration loss"), amnesia ("memory loss"), arthralgia ("severe joint pain"), gait inability ("I couldn't walk anymore because of joint pain") and metal poisoning ("we were poisoned"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced disturbance in attention (seriousness criterion hospitalisation), amnesia (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), gait inability (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. At the time of the report, the disturbance in attention, amnesia, arthralgia, gait inability and metal poisoning had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered amnesia, arthralgia, disturbance in attention, gait inability, medical device removal and metal poisoning to be related to essure administration. The reporter commented: in 2016, when her gynecologist spoke to about this contraceptive device, she didn't hesitate: "it was something very practical and effective, ten minutes and hey presto your tubes are tied up." The perfect compromise for this shopkeeper, who didn't even need to take time off work. Except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. She was the first to do this in (B)(6) 2023. And she felt the effects right after the operation. "I felt the difference right away, it's the first night in a long time that I slept well." Her memory lapses have also faded without disappearing completely. It is a relief for her. Except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. "I couldn't walk anymore. If I walked for ten minutes I had to stay in bed for a week," says the fifty-year-old. It was her best friend who made the connection with the implants, which she had also. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of product technical complaint. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] concentration loss [concentration loss] memory loss [memory loss] severe joint pain [joint pain] I couldn't walk anymore because of joint pain [unable to walk] we were poisoned [metal poisoning] case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal"), disturbance in attention ("concentration loss"), amnesia ("memory loss"), arthralgia ("severe joint pain"), gait inability ("I couldn't walk anymore because of joint pain") and metal poisoning ("we were poisoned") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. On unknown date she experienced disturbance in attention (seriousness criterion hospitalisation), amnesia (seriousness criterion hospitalisation), arthralgia (seriousness criterion hospitalisation), gait inability (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the disturbance in attention, amnesia, arthralgia, gait inability and metal poisoning had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to disturbance in attention, amnesia, arthralgia, gait inability or metal poisoning. The reporter commented: in 2016, when her gynecologist spoke to about this contraceptive device, she didn't hesitate: "it was something very practical and effective, ten minutes and hey presto your tubes are tied up." The perfect compromise for this shopkeeper, who didn't even need to take time off work. Except that, two years ago, she started having strange symptoms: concentration loss, memory loss, and severe joint pain. She was the first to do this in (B)(6) 2023. And she felt the effects right after the operation. "I felt the difference right away, it's the first night in a long time that I slept well." Her memory lapses have also faded without disappearing completely. It is a relief for her. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.